Event description:
Adverse event(s) "light sensitivity, flashing, flickering, auras, shadows" (visual disturbances); "headaches" (headache); "cat eye" (no code available); "tearing" (tearing, excessive). Product problems: "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, he was experiencing light sensitivity, flashing and constant flickering with auras, shadows and "cat eye". The consumer reported the glare from his computer and overhead lights made it impossible for him to work without a light show like fireworks which caused him headaches. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).